Event description:
The doctor reports that in january he placed the abutment, and the patient later came to the clinic stating that it was moving. At that point, he observed that the abutment was fractured by the screw part. The abutment lasted two months. Procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: reporter name: unknown / not provided. H4: device manufacturer date: unknown / not provided.